Event description:
It was reported that a lead could not be inserted into the header block. It was noted that they were switching models of the device and were unable to get the lead into the header block. The reporter stated that they tried massaging it in as well as using sterile water to lubricate it but nothing was working. They opened up a different device that was the same model as the patient¿s previous device, they needed an adaptor, and it appeared that they used the one that was already present. Six days later, it was reported that the replacement was due to normal battery depletion, the doctor was having difficulty inserting the old lead into the new implantable neurostimulator (ins), and it turned out that the lead was not compatible with that ins model. They ended up using another ins model instead.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# j0546440v, product type: lead. Product ID: 3095-10, serial# (B)(4), product type: extension. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).

Manufacturer narrative:
Analysis of the ins ((B)(4)) found no anomaly. A known good lead was connected to the ins and the electrodes of the lead were placed in 0.9% saline solution. The impedances were measured with a clinician programmer and there was good impedance on every electrode pair.